Manufacturer narrative:
Results/conclusions: deformation problem. Related to operational context-damage to device was most likely procedural related. Patient¿s condition affected effectiveness of device - device unable to cross the lesion. (B)(4).

Event description:
The physician was using an amphirion deep otw pta balloon catheter with a skipper deep peripheral guidewire. Both devices were inspected and prepped prior to use with no issues noted. During the surgery, the amphirion deep otw pta balloon catheter could not pass target lesion. The physician pulled the balloon and the guidewire from the patient and resistance noted when the devices were removed from patient. The tip of the balloon was reported to be ¿broken¿ and the tip of the wire was malformed. It was also reported that the amphirion deep otw the balloon was dislodged when the nurse flushed it. No issues were noted with accessory equipment or during delivery to the lesion. The physician changed to another product to complete the surgery. The patient was report to be good and no other clinical sequelae were reported for this event. Evaluation summary: a visual inspection of the device confirmed 1cm of corrugated shaft. The 120mm balloon was not returned. A flushing of the gw lumen was performed without issue. A 0.014¿ guidewire was inserted in the hub of the catheter and no friction was detected.